Event description:
Received a call from an attorney alleging a fire started in a home where a pride go scooter was charging.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.